Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine jaffe gen.2 result from the cobas c 503 analytical unit. The initial result was 3.24 mg/dl, and the repeat result was 0.59 mg/dl. The repeat result was deemed to be correct. The initial result was questioned by the ER nurse and repeated.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The creatinine jaffe gen.2 reagent lot number and expiration date were not provided. A field service engineer (fse) determined that there was an issue with the sample probe and the cuvette levels. He replaced the sample probe, adjusted the cuvette levels, and checked the probe adjustments. The customer ran qc with no further issues. The investigation determined that the service action resolved the issue.